Event description:
It was reported that the customer experienced a low blood glucose (bg) level of less than 39 mg/dl that led to the customer losing consciousness and being hospitalized. Cause for low bg is not known but it was observed that the reservoir of the insulin pump was empty. The customer's healthcare provider noticed "strange" boluses prior to the low bg event. The pump data logs were reviewed by the customer technical support international team, and it was observed that manual boluses were manually requested resulting in bolus deliveries. There was no evidence that the pump was not working as intended. The customer also experienced neurological damages that were not specified. No additional information on the type of treatment the customer received and the length of stay at the hospital were provided. Reportedly, the customer is no longer using their insulin pump and is in rehabilitation as a result of the neurological damage they experienced due to their low bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.